Event description:
Complainant alleged that the medics were dispatched to a person not breathing. When they arrived on the scene they found a sixty-one year old male pt in full cardiac arrest. The pt was defibrillated (joule setting unk) using the device paddles. A decision was then made to place the multi-function cable and electrodes. The medics attempted to defibrillate the pt using multi-function cable and electrodes, but the device screen displayed a "cannot charge" error message. The medics checked all connections, and all appeared intact. They attempted to defibrillate the pt a second time, but received the same error message. The clinicians then re-connected the device paddles to the unit and successfully defibrillated the pt. The complainant subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction. The pt had a previous cardiac history.